Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was installed without any difficulties noted and did not fall during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, there was no resistance of crunch at the first firing. As the target tissue was thick and the rectum above the peritoneal reflection, a purse-string suture was performed on both colon and rectum sides. The device was fired when the indicator was in the middle within the green zone. The deployed staples were unformed. The washer was uncut. The rectum was resected again and another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. The doctor commented that he felt a resistance when the indicator pointed at the entry of the green zone while the device was closed. The purse-string suture for the rectum side was not tied too much. It was unexpected that the anvil came off during closing the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? -open. What device was used for the proximal and distal transection? What color reload? -no device was used. Purse string technique was used for both sides. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) -no information. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? -no information. Was the spike of the trocar inserted lateral or through the staple line? -no information. What confirmation did the surgeon receive that the anvil was firmly attached? -no information. When the device was fired, where was the indicator within the green zone/gap setting scale? -in the middle within the green zone. Was buttressing material utilized? -no. Was the instrument fired across or near an existing staple line or clip? -no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? -no information. Were any unexpected noises heard? -no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -the firing force was lower. Was there any difficulty removing the device from the tissue? -no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) -visually confirmed. Did the operation change significantly as a result of the device issue? -no. What is the patients age and sex? --no information. Did a hcp other than the primary surgeon fire the instrument? -no information. Was there a recent conversion to ees devices in this account or with this surgeon? -no information.